Manufacturer narrative:
During laboratory evaluation, the product surveillance technician (pst) was unable to duplicate the reported complaint. The central control monitor was powered on for 98 hours and the touch screen was observed to function as intended throughout the evaluation.

Manufacturer narrative:
Per the data log review, only the system log and local area network/interface (lan I/f) board log were provided. On (B)(6) 2020 a perfusion screen was opened at 08:25:38 am. At 11:51:19 am logging stops (possible freeze). The lan I/f shows an input buffer overflow at 11:51:33 am which indicates the central control monitor (ccm) did freeze but the lan I/f continued to run. The overflow occurred because the data from the pumps and modules could not be sent to the ccm. The data log confirms the complaint.

Manufacturer narrative:
Evaluation is in progress, but not yet concluded. Per the manufacturer's subsidiary, there was a 'frozen' screen prior to surgery. The ccm was powered off and back on which seemed to temporarily resolve the issue. This complaint is related to (B)(4)/ medwatch#1828100-2020-00361.

Event description:
It was reported that during set-up of the device for a cardiopulmonary bypass (cpb) procedure, the central control monitor (ccm) touch screen froze. The perfusionist was able to control all pumps manually to continue the surgery. The surgical procedure was completed successfully. There was no delay, no blood loss, nor adverse consequences to the patient.

Manufacturer narrative:
The reported complaint was confirmed via the data logs but it could not be duplicated during testing so a root cause could not be identified. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.